Event description:
It was reported that occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, additional assistance was not necessary.